Manufacturer narrative:
An immucor field service engineer investigated the complaint. The residual volume was lower than the minimum acceptable value and the check valve was faulty. Adjustments were made. Four group and screen assays were performed with no errors or unexpected results. Qc results were as expected. The system was operating within specifications. The instrument is performing as expected.

Event description:
Customer reports unexpected negative results with capture-r ready-ID assay on an echo instrument. The sample was tested on a different instrument and anti-e was identified.